Event description:
During an atrial flutter/fibrillation ablation an effusion occurred that required a pericardiocentesis. While working on the cti line, the physician reports noting a possible steam pop. The patient became hypotensive and a pericardial effusion was diagnosed by ice. A pericardiocentesis was performed to stabilize the patient. The patient was transferred to the ICU for observation.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The device met specifications during temperature testing and flow rate testing. In addition, electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.